Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative deflation (side unknown). As a result, the patient underwent removal and replacement with a 375cc mentor memorygel breast implant (left catalog #:3543757, left serial #: (B)(4)) and a 325cc mentor memorygel breast implant (right catalog #: 3543257, right serial #: (B)(4)) on (B)(6) 2008. The date of implantation and date of event were estimated as (B)(6) 1990 and (B)(6) 2008 respectively based on available information.